Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Technical services (ts) reviewed electrogram (egm) and looks non-physiologic. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).